Event description:
Cma was administering patients first covid vaccine when she stuck patients arm and began to push vaccine, nothing would come out of syringe. Cma removed needle from patient's arm and attempted to push vaccine and again nothing would come out. Cma changed the needle and administered vaccine with new needle. Lot: x2149. FDA safety report ID# (B)(4).